Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jun-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for non-malignant pain and degenerative disc disease. The patient indicated their pump was removed on (B)(6) 2018 because the pump was not taking care of their pain. It was noted the reason could be due to their spinal fusion being broken. It was noted the pump stopped helping with pain when they switched managing health care providers (hcp). Furthermore, it was noted the pump did not seem to help at all when it was used to deliver morphine. The patient also had 2 catheter dye studies performed (first in (B)(6) 2018, and the second after that). Per the patient, the catheter "looked kind of clogged" and the patient did not want to have another surgery implant a new pump. The patient told the hcp to explant the pump. It was clarified that patient had not idea if the catheter was really clogged. But the patient was certain that she was charged by their hcp to "put a needle in the pump to aspirate." It was also noted the patient transition from infusion pump therapy to spinal cord stimulation (scs) therapy. The hcp wanted the pump removed prior to implanting the scs device.